Event description:
During a gastric bypass procedure, the 3rd and 2nd row of staples didn't fire fully, didn't form b-shape. The procedure was completed by oversewing the anastamosis. There was no patient consequence.